Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, advancement and removal difficulties occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). Vascular access was gained through the right inguinal access via contralateral approach. The lesion was pre-dilated with an unspecified balloon catheter, to unk atms. Upon attempting to advance another manufacturer's guide wire, severe resistance was encountered but the guide wire crossed the lesion. Upon attempting to advance the wallstent unistep plus delivery system, severe resistance was encountered and excessive force was applied to reach the target lesion. The wallstent unistep plus was implanted. Upon attempting to remove the wallstent unistep plus delivery system, severe resistance was encountered again and excessive force was applied. Due to the severe resistance encountered, "it took long time to continue the procedure." The procedure was completed with this device. No pt injuries or complications were reported. The pt's status was reported as "good."